Event description:
Information received by medtronic stated that the transmitter was not communicate with insulin pump. No harm was required during medical intervention. The device was returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that, the test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (battery tube), minor scratches on lcd window, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. The pump passed the self test. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Pump was cut open to perform visual inspection and moisture damage was found on the pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. In summary, customer alleged no com pump to xmtr not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.